Manufacturer narrative:
Results: footboard shell.

Event description:
It was reported by service report that the footboard had sustained some kind of impact damage and was broken at the handle area of the footboard. The nurse call had damage to the connector end. It is unknown if there was patient involvement, however, no adverse consequences are reported.